Manufacturer narrative:
Additional information was received that the reported fault was not confirmed by a gehc service representative. The reported fault was confirmed and resolved by the customer biomedical engineer. The flow sensors were replaced and the unit was returned to service.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate, during a case. The patient was manually ventilated to complete the case. There was no report of patient injury.